Event description:
When the neonatal flow sensor was removed from the sterile processing package and placed in line with vent for testing, the neonatal flow sensor would not work. The knobs on the insert were bent in slightly and the flow sensor repeatedly failed calibration. It was unseated and placed in the housing several times, failing calibration every time. It is felt that the processing is causing the plastic to harden and the knobs to bend or break more easily when being removed or placed in the flowsensor. This directly affects the chip inside the flow sensor. This has happened 9 times in 15 processings so a failure rate greater than 50%.